Manufacturer narrative:
The initial MDR 2432235-2025-00234 was filed on 11-sep-2025. Additional information (30-sep-2025): siemens investigated the reported behavior and information provided which included the services performed by the engineer including replacement of mixers. Review of patient sample data for sample ID (B)(6) indicates no abnormalities in the reaction curve. The results for sample ID (B)(6) were generated using the same reagent well, therefore ruling out an assay/reagent event. The investigation concluded that the potential cause of falsely depressed creatinine (crea_2) results was due to a sample specific event including sample handling. The event was resolved with routine service troubleshooting. The analyzer is operating as specified and no further evaluation is required. Siemens updated section h6 to include new codes that reflect the investigation conclusion.

Event description:
The customer reported falsely depressed creatinine (crea_2) results were obtained on one patient sample on an atellica ch930 analyzer. The erroneous results were questioned in the lab and were not reported to the physician(s). The customer performed repeat testing on the same analyzer. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 results.

Manufacturer narrative:
The customer reported falsely depressed creatinine (crea_2) results were obtained on one patient sample on an atellica ch930 analyzer. The customer noted that qc (quality control) was within acceptable ranges before obtaining the falsely depressed results. Siemens is investigating the event.